Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that when a test chiller pump and cca ca card were installed in decontamination for unit to cool the chiller pump shorted. The chiller pump was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the assessment of the arctic sun device, no information had been received. Test chiller pump and cca ca card installed in decontamination for unit to cool. Chiller pump shorted damaged cca ca card. Unit had 4782 pump hours since last recorded preventive maintenance, recommending 2k preventive maintenance. Per procedure the control panel coin cell battery had reached an age of or beyond 2 years old and requires replacement. Tank gaskets worn and torn due to age. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. Deep scratches on control panel screen and this had no effect on the operations of the control panel. Initial test observed low or marginal flow rate.